Event description:
It was reported that the patient presented via merlin.net with an alert for atrial noise reversions. No intervention was reported and the pulse generator remained implanted. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).